Event description:
The recipient reportedly experienced a post aural wound gaping and infection. Following 1 week of implantation, the surgeon found a gaping at the sutural site. The recipient underwent skin flap rotation surgery and was placed on IV antibiotics. In (B)(6) 2018, the wound gaping was still observed. On (B)(6) 2018, the recipient underwent skin flap rotation and repositioning surgery. The recipient was hospitalized and placed on IV antibiotics for 15 days. The recipient's device remained exposed and on (B)(6) 2018, the device was explanted. The recipient has reportedly healed.

Manufacturer narrative:
The recipient reportedly underwent skin flap rotation surgery on (B)(6) 2017. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.